Event description:
Customer reported a button error on his insulin pump. The buttons do not always respond. Customer's blood glucose is 387 mg/dl. He treated with a manual injection. Customer has to press the buttons several times before they respond. Also, the device seems to be using batteries quickly. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had currents in specification and no unexpected battery alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).